Manufacturer narrative:
.

Event description:
Procedure type: resection. According to the reporter: the "instrument did not clamp partial correctly". The pt was brought for re-operation, because there was a hole in the anastomosis and the stool leaked. The anastomosis was over-sewn and an ileostomy was performed.